Event description:
A customer reported to beckman coulter inc. (Bci) of obtaining on the access 2 immunoassay analyzer, ind (indeterminate) flags / no value results for hybritech free psa (hyb fpsa) result on four (4) patients' samples. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
No sample collection or centrifugation data was supplied. Customer stated that qc was not run before running patient samples on (B)(4) 2011. It was discovered while troubleshooting with bci access hotline, no reagent pack was present in the slot of the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. Instructions for loading a reagent pack are included in the instructions for use. User error is the root cause for this event.